Manufacturer narrative:
(B)(4).

Event description:
I was originally reported that the pt experienced coupling and or communication issues. After product education for the recharger, the pt received the recharging screen. She has had difficulty recharging for quite awhile. She experienced no stimulation sensation but the ins was off. She was charging more than expected. She recharged fully last night and today it was only showing 50%. It was later reported that her device was reprogrammed successfully but was still having problems with her device system. She was unhappy with her unit. She does get pain relief of about 40% but the unit itself has too many problems/issues with charging or not turning off. Every other month, a different problem/issue arises. Additional info has been requested.